Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section and the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal resistance. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.75mm in diameter coronary artery. The lesion contained >45 and <90 degrees bend. After a guide wire crossed the lesion, predilation was performed using a 3.00x10mm balloon catheter, leaving 60% residual stenosis in the lesion. A 3.50x28mm promus element ¿ drug-eluting stent was advanced however resistance was encountered and the device failed to cross the lesion. The procedure was completed using a different device and post-dilatation was performed using a 3.5x20mm balloon catheter. The patient's status was stable. However, returned device analysis revealed stent damage.